Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that there was no low battery warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the black box showed two ¿cs177¿ warnings on (B)(6) 2015 and (B)(6) 2015 recorded with the correct threshold with no activity outside of normal use observed. An ez-prime sequence was performed correctly with no errors, alarms or warnings during the investigation. A ¿cs177¿ low battery warning and ¿cs128¿ replace battery alarm were stimulated using a power supply. The pump displayed and recorded the correct warning/alarm at the correct time and thresholds with the appropriate audible/vibration alerts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.